Event description:
Zimmer 6.5 x 45 mm path-nxt screw separated from cup after rod was placed and screw head terminally tightened. Separation was found when x-ray was taken to check final placement of screws. Reason for use: spinal fusion.